Event description:
A nurse was having difficulty clearing an air in blood alarm. I went over to assist. While going through the procedure to clear the alarm, it was noticed that the machine was leaking from underneath the cover and underneath the machine. Patient was disconnected and a new machine was set up for patient run. No harm incurred to patient.